Event description:
(B)(4). Nickel allergy, chronic fatigue, joint pain, pelvic pain, excessive bleeding, inflammation, headaches, depression, suicidal thoughts- had to have hysterectomy to remove device and eliminate side effects.